Event description:
It was reported that during the replacement of an implantable pulse generator (ipg), a lead from the lead scs 5-6-5 surgical lead was stuck in the old ipg and could not be retrieved. The physician suggested that the lead might have been rusted into the port. Despite contacting technical services and attempting to push in and twist the lead while pulling it out, the efforts were unsuccessful. Consequently, the surgeon had to cut one wire, leaving only seven usable electrodes for programming during the device revision. The lead was described as fractured, damaged, or broken. No patient complications have been reported as a result of this event. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 23-oct-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2025-06-27 18:03:42 cst pli# 20. Product ID# 37713 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Continuation of d10: product ID 39565-65, serial# (B)(6), implanted: (B)(6) 2011: product type lead. H3: the implantable neurostimulator (ins) passed functional testing; however, a lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. Analysis identified a damaged ball seal connector inside the connector port of the implantable neurostimulator (ins). Mio expansion in the ball seal was reported. Analysis identified that the {x} connector wire{s} in the implantable neurostimulator (ins) are cut; consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.